Event description:
The patient contacted animas on (B)(6) 2012 stating the audio bolus button had been intermittently unresponsive since (B)(6) 2012. The patient denied any trauma to the pump. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt and cleaned it with a damp cloth. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing all the keypad buttons and the audio bolus button were responsive; the audio bolus complaint was not duplicated. During investigation, evidence of moisture contamination was found under the audio bolus button. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.